Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited loss of capture. Microdislodgement of the lp was alleged. Programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited loss of capture. Microdislodgement of the lp was alleged. Programming changes were made to deactivate the device but due to explant risk it remained implanted. A new percutaneous pacemaker system was successfully implanted on (B)(6) 2024. There were no patient consequences.

Event description:
New information received notes that the patient underwent surgical intervention and received a transvenous pacemaker to mitigate the issues caused by the leadless pacemaker.